Manufacturer narrative:
Weight: unknown ethnicity: unknown race: unknown device problem code: 1494 - off-label use, under 21 yrs of age at date of implant claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -5.5/1.0/109 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.